Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the md inserted the iab sheathless and without difficulty, while in the interventional department in 2007; however, blood was noticed in the helium tubing ten minutes after the insertion. As a result, the iab was removed and a second iab was inserted. The second iab remained in the patient until the next day. There were no reported patient complications.